Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly. In addition, it was reported the pump casing was damaged, and the customer experienced difficulty loading a cartridge onto the pump. Customer's blood glucose level was 147 mg/dl. Contact declined troubleshooting with tandem technical support.